Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by changing the reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.